Event description:
It was reported that the patient's impedance was high on normal mode diagnostics. The physician indicated that per the x-ray, there were no obvious fractures found.

Event description:
It was reported that the patient underwent generator and lead replacement surgery due to high impedance. Prior to the surgery, high impedance was again detected on the generator. The surgeon noted a fracture in the lead with fluid in the body of the lead. There were no signs of trauma around break and the patient's mother didn't report any trauma at the lead break site. Product return of the lead is not expected. No further relevant information has been received to date.